Event description:
During surgical removal of retained hardware (alta hip bolt) from a two year status post left hip fracture, the howmedica extracting device cross-threaded on itself and would not easily release from top of bolt. In the process of attempting extraction following manufacturer's written procedure, dome plunger penetrated the patient's femoral head requiring repair.